Event description:
It was reported that a pump was empty for 2 months. It was reviewed that the reservoir volume would have to be entered in order to advance to the next tab on the clinician programmer. There was no other information availableat the time of the report. It was unknown what drug the pump was used to deliver. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8835, product type programmer, patient. Product ID neu_u nknown_cath, product type catheter. (B)(4).